Event description:
The tech alleged that the foot end brakes did not hold. No pt impact.

Manufacturer narrative:
The tech found the nut and bolt missing from the brake rod. The tech replaced the nut and bolt for the brake rod to resolve the issue.